Manufacturer narrative:
A partial lead with the connector pin measuring 11.6 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement procedure, the lead was explanted and replaced due to low lead impedance measurement. The patient was asymptomatic and was in good condition throughout the procedure.